Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to the clogging of the nozzle water removal ability did not meet the standard value. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the wear of the angle wire and the bending angle in the up direction did not meet the standard value. The wear of the angle and the play of the upward/downward knob were out of the normal range. The adhesive on the bending section cover had a crack. The universal cord had a dent, scratches, and wrinkles. The protector of the universal cord on the control section side had a scratch. And the connecting tube had a scratch. The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the colonovideoscope, there is poor air and water supply. It was reported that the issue occurs when air and water are pumped. The issue occurred during preparation for use, and the diagnostic procedure endoscopy was completed. Additionally, an unspecified device, cv-290 was used in combination with the reported device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by implementation in accordance with the below instructions for use: instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.